Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was 224 mg/dl. The customer states that they were able to clear alarm. Customer stated that they were not able to rewind the insulin pump. The customer was advised to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly.